Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. There was no adverse impact to the customer. The customer would either change the cartridge or continue with the current cartridge to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.